Event description:
Procedure: low anterior resection. According to the report: during use, the instrument blade was broken. The piece could be retrieved. Another device was used to complete the procedure. There was no bleeding or tissue damage reported. The procedure was extended more than 30 minutes due to retrieval of the broken piece and preparation of a new device.

Manufacturer narrative:
Date initial report sent: 11/10/2009.